Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device had broken battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and cracked lcd window.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer's blood glucose at time of call was 205 mg/dl. Customer mentioned there were cracks on the device and pieces missing. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.